Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis as indicated by the per form; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. A risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this right ventricular lead was attempted to be implanted on the left bundle branch. It was alleged that the helix was defective. This lead is not expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was attempted to be implanted on the left bundle branch. It was alleged that the helix was defective. This lead is not expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.